Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery occured as patient fell at 2 weeks post op. And slightly fracturing proximal femur at the posterior calcar area. Stem subsided by 2cm. Stem was removed and a cpcs cemented stem was inserted. Oxinium femoral head was scratched due to dislocation on the acetabula cup. Surgeon does no fault the implant.